Event description:
Therapist called asking if it were possible for service to check a 3100a oscillator that just came off an infant to see if the delta p (amp) was working properly. Upon discussion, the therapist stated that an infant previously was placed on the oscillator. The neonatologist felt that the chest wiggle was not sufficient, but the infant had to be reintubated x 1 and then had the tube down the r main stem and had to have the position adjusted. The settings were I-time 33%, fio2 1.0, bias flow 20 hz 12, then 13 paw 18, then 25, delta p 23 then 30. Therapist felt chest wiggle was appropriate for infant size. We discussed the variables involved when chest wiggle is poor (according to physician) such as ett placement, obstruction. She had not seen a cxr and was not aware of why the cxr needs to be viewed to assist in determining settings. The infant was now on conventional ventilation via the vip bird. We discussed that I could request a field service call for the oscillator. July 99 was the date of manufacture. She said they have had the 3100a for about 5 years. I stated that without a service contract, probably off warranty, there would be a service call charge. She stated that this now had to be cleared. I told her we would call back monday. The infants abg's were discussed and hypoxia and respiratory acidosis were apparent. Infant passed away while we were on the telephone. The patient was originally on a sensormedics 3100a high frequency oscillatory vent and was removed and placed on a bird vip ventilator and while on that unit, the patient died. A letter was sent to the user facility requesting additional information concerning the events surrounding the death of the pt and the status of the unit. As of june 26, 2006 there has been no response from the user facility.